Event description:
It was reported that 32 bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes experienced label lift off/partial peel off which was noted prior to use. The following information was provided by the initial reporter: open label.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#1064141 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 32 bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes experienced label lift off/partial peel off which was noted prior to use. The following information was provided by the initial reporter: open label.